Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database found previous reports of 258111000 tibial impactor breakage. The previous reports/investigations found evidence indicating the impactors were not properly positioned upon the tibial tray when impacted resulting in breakage. The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). For product information received. Depuy synthes has been informed that the lot number is not available. If additional information is received, follow-up medwatch will be filed as appropriate.

Event description:
The tibial impactor broke during surgery.